Manufacturer narrative:
H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. The cause of the hematoma could not be determined since product was not returned and insufficient clinical details were provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 61 year old male was implanted with impella cp for support during percutaneous coronary intervention (pci). Hematoma was noted with no evidence of active bleeding post pci with ecchymosis. Patient was found to have a reduced ejection fraction and underwent cardiac cath which showed normal left main, normal left anterior descending artery a chronic total occlusion (cto) of his left circumflex and cto of his right coronary artery. He was maintained in the coronary care unit with initiation of amiodarone drip given his rapid atrial fibrillation. He was started on metop.